Event description:
It was reported that there was far-field oversensing on the right atrial (ra) lead channel of this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed device episode data and confirmed the oversensing. This resulted in stored atrial tachy response (atr) episodes. Ts provided reprogramming recommendations as troubleshooting. No adverse patient effects were reported. Currently, this crt-p system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip and x-ray imaging found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was far-field oversensing on the right atrial (ra) lead channel of this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed device episode data and confirmed the oversensing. This resulted in stored atrial tachy response (atr) episodes. Ts provided reprogramming recommendations as troubleshooting. No adverse patient effects were reported. Currently, this crt-p system remains in service. According to additional information, this device was electively explanted for a therapy upgrade. A new cardiac resynchronization therapy defibrillator (crt-d) was successfully placed. No additional adverse patient effects were reported outside of replacement procedure. This product was received for full investigation. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip and x-ray imaging found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies outside of induced damage during explant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.